Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found damaged, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl with ketones of 0.3 present. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated by administering an manual injection of insulin was administered.